Event description:
The dealer states the end of one cylinder is getting stuck and he has to keep going out to release it with a flathead screwdriver.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.